Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 67 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. The patient was additionally receiving vasopressors and inotropes for hemodynamic support. No additional patient history was reported. During support, dark red urine was noted in the foley catheter, raising concern for hemolysis. The event was brought to the attention of the treating physician. Imaging was utilized to assess pump position, and echocardiography confirmed the impella cp device was positioned mid-ventricular and free from obstruction. Good pump position was confirmed during the hemolysis event. The pump was not reported to be contacting the mitral valve apparatus, papillary muscle, or chordae tendineae. The physician elected to continue full impella support given the patient's critical clinical condition and awareness of the reported hemolysis. The following day, the patient was escalated to impella 5.5 support. The patient survived the event with no additional adverse events reported. While on support, the impella cp device operated at performance level 9 with expected flows of 3.8 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate.